Event description:
Nurse's customer called to report the pump had no audible tone. Troubleshooting was performed. The audible tone was not heard. Pump has not been dropped, bumped, or exposed to moisture.